Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11 d4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the returned product identified signs of use (scratches) and confirmed the fractured drill pin remains lodged in one of the holes. The remaining 4 holes are undamaged and do not appear to have been used. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed as the returned product analysis identified that the guide dimension results were all within specification. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - drill

Event description:
No further event information available at the time of this report.

Event description:
Upon reassessment of the information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported under the wrong MFR. The report will be submitted under MFR (B)(4).

Event description:
It was reported that the short drill guide size large holes do not line up and a drill bit fractured in it. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product cps shrt lg drill guide 5 hole item# 32-472712 lot# 409780. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.